Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported a rupture. Later contacted back reporting "capsular contracture ii". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported a rupture. Later contacted back reporting "capsular contracture ii". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.